Event description:
It was reported that the pump screen on, but the display remained black. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to attempt various troubleshooting steps, but these efforts were unsuccessful. Consequently, technical support arranged for a replacement pump, confirmed the shipping address, and instructed the customer to return the problematic pump using a pre-paid label. The customer also acknowledged understanding how to put the pump into storage mode before returning it. The customer reverted to an alternate method of insulin therapy.